Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had foreign matter that appears to be dirt in the sterile packaging. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok disposable syringe had foreign matter that appears to be dirt in the sterile packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Two sealed 1ml packaged syringes were received and confirmed to be from batch #7271984 (p/n 309628). The samples were visually evaluated. The syringes were found to have loose fm inside the syringe package. The unidentified fm was blackish grey in color and larger than level 3 in size. The foreign matter observed is rejectable per product specification. The observed foreign matter was not able to be identified based on visual inspection therefore the samples were sent to for fourier transform infrared spectroscopy (ftir) analysis. Ftir analysis was completed on the dark piece of material seen inside the sealed blister pack. The ftir analysis shows that this material is most likely polycarbonate. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.